Event description:
Upon evaluation of the device by this MFR, it was found that the needle guide tube was also detached from the device. The tip was not received for analysis. Initially, it was reported that the tip of the product broke during a procedure for treatment. It was reported that there were no pt complications.